Manufacturer narrative:
E1: name: medtronic minimed. Country: united states of america. Address ¿ line 1: 18000 devonshire street. City: northridge. State: california. Zip code: 91325 ¿ 1219. Based on the available information, this event is deemed to be a reportable serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545. Manufacturing site: 3003442380.

Event description:
It was reported that the patient experienced high blood glucose of 232 mg dl which was treated with insulin via pen and was associated with a bent cannula due to inadequate subcutaneous tissue at the insertion site on (B)(6) 2026.